Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had stuck button error, insulin flow blocked alarm and no delivery alarm errors. Customer stated that the insulin flow blocked alarm is resolved with changing the reservoir but they unsure about the change resolved the alert. Customer stated that the insulin pump sticky because they may have dropped or spray coolant on the device. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.